Event description:
It was reported an external blood leak was observed originating from the connection between the syringe and syringe line of a prismaflex m150 during continuous veno-venous hemodiafiltration. Approximately one hour into therapy; shortly after starting the heparin, the blood ¿backed up into the syringe line and started leaking from the connection between the syringe line and syringe¿. The blood loss was approximately 100-200ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.